Event description:
On (B)(6) 2011, the patient participated in the (B)(4) study and he was allocated to the (B)(4) group. The study stent (B)(4) was placed (diameter 6 mm x length 150 mm) to an 11 cm, 100 % stenotic lesion in the left superficial femoral artery. At the end of the procedure, no residual stenosis was noted. On (B)(6) 2011, because he was bitten on the right hand by a stray cat, he received the wound healing at a local doctor's office. On (B)(6) 2011, he visited our emergency department for fever and swelling, pain and burning of back of right hand. He was admitted to our hospital for the treatment of the right hand cellulitis. He was discharged 5 days later because the right hand cellulitis was improved. On (B)(6) 2011, he was admitted to the hospital. The angiography of the lower extremity was performed and it revealed the 90% stenotic lesion of the study stent in the left superficial femoral artery. The poba was performed. No residual stenosis was appreciated. He was discharged the following day.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
On (B)(6) 2011, the patient participated in the (B)(6) study and he was allocated to the (B)(6). The study stent (B)(6) was placed (diameter 6 mm x length 150 mm) to an 11 cm, 100 % stenotic lesion in the left superficial femoral artery. At the end of the procedure, no residual stenosis was noted. On (B)(6) 2011, he was admitted to the hospital. The angiography of the lower extremity was performed and it revealed the 90% stenotic lesion of the study stent in the left superficial femoral artery. Poba was performed. No residual stenosis was appreciated. He was discharged the following day. There was no reported patient injury. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Isr is more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion.